Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-02847 and 2134265-2016-03125. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging coronary catheter and a pullback sled. However, it was noticed that the motordrive unit 5 plus (mdu5 plus) failed to generate an image even with a simulator. When automatic pullback was performed, the mdu5 plus started to pullback but eventually stopped. No patient involvement was reported.